Event description:
It was reported that the patient¿s left hip was revised due to loose cup.

Manufacturer narrative:
It was noted that the surgeon and hospital will not provide any further information or documentation. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Eval summary: hospital retained.